Event description:
It was reported, that the patient implanted with this right ventricular (rv) lead. Experienced several syncopal episodes over the past few months. The syncopal episodes were reported, to have occurred while the patient was getting in a car, sitting at a table, or walking. The patient did not sustain any injuries as a result. Significant pauses were observed, on the rv channel. However, were unable to be reproduced in-clinic. The patient was admitted to the hospital. And a temporary pacing wire was placed. The physician was considering potential lead explant, followed by potential implant of a leadless pacemaker. No additional adverse patient effects were reported. Available information indicates, this device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).